Manufacturer narrative:
The u-joint used to capture the distal driver tip has one pin with a failed weld. With this u-joint failure, when torque was applied when the driver tip was stuck in the mating screw the u-joint can slip out on one side. There was no pre-operative damage observed/reported and no irregular technique was reported to have been used. Another part from the same lot was looked at and the weld does not show signs of cracks/irregularities. There also has not been any other weld failures reported for this lot. Therefore, the root cause is indeterminate.

Event description:
After using the straight screwdriver to insert screws, the surgeon used the angled screwdriver for the last screw. The screwdriver became stuck to the screw. The surgeon pulled and "wiggled" the driver. The end of the driver fell off. It was retrieved and they used the other angled driver in the set. They were delayed 20 seconds and no patient harm or risk occurred.